Event description:
It was reported that a female who underwent an unknown breast surgery with an unknown mentor prosthesis experienced not satisfied with implants postoperatively. Per patient md/hcp put in the wrong size and replaced with new sets. As a result, patient underwent bilateral replacements as follow: left catalog number 3501650, lot# 228682, right catalog number 3501650, lot# 227905 on (B)(6) 2021. This report relates to the right side. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with implants. H6 health effect - clinical code e2402: patient dissatisfaction with implants. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).